Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a loss of continuity on the sternum paddle high-voltage wire, from the connector to paddle surface, was identified. Complainant indicated that there was no pt involvement in the reported malfunction.